Event description:
#18 jelco inserted into pt's left had, blood returned into chamber but unable to thread jelco. When removed, end of plastic jelco was split. It appeared all of the jelco was present.